Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device received an alert 113 (reduced water temperature control). The patient temperature was 38.6c, target temperature was 37c, flow rate was 2.7lpm and water temperature was 9.6c. Mss guided to system diagnostics showed system hours were 7210, pump hours were 6473, mixing pump command was 100 percentage, chiller temperature (t4) was 8.5c. Mss explained that the mixing pump might need to be replaced. Nurse would attempt to locate another device in the hospital and have biomed pick this one up.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The reported event was unconfirmed, device history record review was not required. The reported event was unconfirmed, labeling review was not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device received an alert 113 (reduced water temperature control). The patient temperature was 38.6c, target temperature was 37c, flow rate was 2.7lpm and water temperature was 9.6c. Mss guided to system diagnostics showed system hours were 7210, pump hours were 6473, mixing pump command was 100 percentage, chiller temperature (t4) was 8.5c. Mss explained that the mixing pump might need to be replaced. Nurse would attempt to locate another device in the hospital and have biomed pick this one up. Per sample evaluation results received on 31aug2022, it was reported that the neutral connection between power inlet module and ac main voltage circuit card showed signs of electrical overstress replaced preventatively. Per sample evaluation results received on 20jan2023, it was reported that the double bend tube and chiller evaporator outlet tube were expanded. It was stated that tank seals were lifted. It was noted that the replaced double bend tube, chiller evaporator tube, and tank seals.